Event description:
It was reported that during a pancreatoduodenectomy procedure, staple malformed at 2nd firing. Another device was used to complete the case. There was no adverse consequence to the pt.